Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powered down while the batteries were being changed and needed to be restarted before it could resume pacing. The status of the epg is unknown. No patient complications have been reported as a result of this event.